Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 26-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, air detector failed, was verified by functional testing. The ail (air-in-line) sensor is intermittent. Replaced air detector to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: november right month of event but exact day not stated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air detector failed. There was no patient involvement.